Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this right atrial (ra) lead was explanted and replaced due to noise and high capture thresholds. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.